Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for this implantable cardioverter defibrillator (ICD) system was received via the remote monitoring system. A single out of range shock impedance greater than 200 ohms had been recorded. The patient has been scheduled for a follow-up to review the system. Boston scientific technical services (ts) was contacted and provided troubleshooting recommendations to perform at the follow-up. This ICD and the right ventricular (rv) lead remain in service. No adverse patient effects were reported. Additional information was received that the follow-up took place as scheduled. No noise was observed and a chest x-ray showed no evidence of physical damage. The physician has elected to continue monitoring the system via the remote monitoring system.